Manufacturer narrative:
The device was not returned to edwards for analysis. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case a 27mm bioprosthetic aortic valve, implanted approximately five (5) years and eleven (11) months, was explanted due to unknown reasons. The explanted device was replaced with a 25mm. Attempts have been made to obtain additional information on the event and patient. No further information has been retrieved. Should new information be received at a later date, a supplemental MDR will be submitted.

Event description:
Edwards received additional information, indicating this bioprosthetic aortic valve was explanted due aortic insufficiency, secondary to paravalvular leak (pvl). Per operative report, the physician indicated pvl was "likely be due to a problem with either the annulus or either over-sizing or under-sizing of the valve itself." Operative observation found that "the aorta was quite enlarged, compared to the aorta itself and the aortic valve may have been slightly large for the annulus. Approximately 3 to 4 sutures appeared to have been separated from the annulus and therefore, it was felt the valve could not be repaired." Upon examination of the explanted valve, there appeared to be some early degenerative changes. The annulus was debrided of calcification; the tissue around the annulus was friable. The sizing of a 27mm valve was slightly too large and a 25mm was a better fit. The explanted device was replaced with a 25mm aortic bioprosthesis. Patient was reported to be in stable condition post-operatively.